Manufacturer narrative:
--

Event description:
Boston scientific received information that a red alert was detected for this right ventricular (rv) lead as it exhibited high out of range (oor) shocking lead impedance (sli). There were no noisy signals observed and all other lead measurements were within normal range. Boston scientific technical services (ts) suggested performing commanded r ¿wave synchronization shocks or lead replacement. Additional information indicated that no commanded shock was performed nor was planned. The physician planned to continue monitoring this patient via patient remote monitoring system and routine device follow-up. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that recurrent high shock lead impedance alerts have been received for this ICD and rv lead system. No adverse patient effects were reported. The system remains in service and the plan is to continue to monitor.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the shock impedance measurements continued to be intermittently high, and the rv pacing impedance measurements had gradually decreased. The last shock which was delivered revealed shock impedance measurements of 71 ohms and therapy was appropriate and successful at converting the arrhythmia; however, the therapy induced an atrial arrhythmia. No adverse patient effects were reported. The lead remains in service.